Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials: 305125 batch#: unknown. Verbatim: please find attached the needle extender video of the leak that I either mentioned to you or rob a month or 2 ago. No patient harm.

Manufacturer narrative:
(B)(4) follow up. It was reported there was leakage. To aid in the investigation, one video and one photo were provided for evaluation by our quality team. The video shows a syringe assembled to a metal extension with a needle assembled. The needle is inserted into what appears to be an apple. When pushing the plunger rod down, there is leakage at the metal extension where the needle is assembled. No other information could be obtained from the video. The photo provided shows one side of a packaging shelf box. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received. Describe any patient harm, injury, complication or negative outcome that occurred because of the event - we are losing about 2ml out of 5ml of whatever is being injected due to the leak.